Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold. The patient was also hospitalized. Additional information indicated that the patient also had chest pain and decreased sensing were noted that made the physician to suspect a perforation; however this was not confirmed as no tamponade was noted on chest x-ray result. The patient continued to experience pain with pacing that a decision to replace the lead was made. The rv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.